Event description:
It was reported that the insulin pump had broken case and end cap was open on the right side. No further info provided.

Manufacturer narrative:
Insulin pump received with missing end cap sticker, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap (not broken). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).